Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat pulmonary embolism using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician advanced the cat8 through the sheath, then initiated aspiration. However, it was noticed under fluoroscopy that the distal tip of the cat8 was kinked in the main pulmonary artery. Therefore, the cat8 was removed. Next, the physician continued aspiration using a neuron max. The procedure was completed by administering tissue plasminogen activator (tpa) overnight. There was no report of an adverse effect to the patient.